Event description:
Boston scientific crm received information from the patient with this left ventricular (lv) lead that their device was explanted during a revision procedure due to their leads protruding out of their skin.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.